Event description:
The customer reported the system would intermittently display an error message and the system would not produce x-rays. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.